Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two pieces. Visual examination identified the midshaft detached 38mm proximal to the rapid exchange (rx) bond. The distal shaft was stretched and kinked along its length. All blades were bonded to the balloon surface and no part of the device was missing. No further damage to the device was noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is user/use error. The dfu states: the flextome cutting balloon device is indicated for dilation of stenosis in coronary arteries for the purpose of improving myocardial perfusion in those circumstances where a high pressure balloon resistant lesion is encountered. The dfu also states "a guide catheter with a minimum diameter of 0.070 inch" is to be used with this device. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a shaft break occurred. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in a severely calcified superficial femoral artery (sfa). The physician attempted to advance the 3.0mm x 10mm flextome cutting balloon however, severe resistance was encountered and the shaft broke into two sections. The physician removed the proximal section from the patient, and then snared the distal section. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a shaft break occurred. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in a severely calcified superficial femoral artery (sfa). The physician attempted to advance the 3.0mm x 10mm flextome cutting balloon however, severe resistance was encountered and the shaft broke into two sections. The physician removed the proximal section from the patient, and then snared the distal section. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.